Manufacturer narrative:
At this time the investigation is still in process and a supplemental to this initial MDR will be submitted once more information becomes available. Not returned.

Event description:
Scp patient who had to undergo a secondary knee procedure at a later date, due to fracture adjacent to the accufill implant.

Manufacturer narrative:
A review of the DHR for this manufacturing lot indicate no non-conformance. X-ray, pre-op and post-op mris were reviewed by drs. (B)(6). Both surgeons confirm failure by post scp treatment osteonecrosis. Both confirm that patient was a candidate for scp procedure but note presence of pre-operative femoral avn. Notes from communication between (B)(6): dr. (B)(6) input was as follows: [via text]: ¿[the patient] did look like a good candidate initially on the MRI, and from what I can see on the x-ray, looks like bone substitute is in good location. However, looks like osteonecrosis, at least in the femoral condyle.¿ [by phone]: I asked dr. (B)(6) what the failure mode was. He replied that it was because of osteonecrosis in the femur, but no reason that he could see not to consider this an acceptable candidate for scp. [My notes, not exact quote.] Via text I asked dr. (B)(6) why the osteonecrosis developed/progressed after surgery. His reply: [text]: ¿I don¿t know but natural history of the process, it does happen independent of treatment sometimes.¿ (B)(6) reviewed the same x-rays and mris with dr. (B)(6). He expressed the same clinical assessment regarding presence of avn preoperatively but in his opinion, patient was a candidate for scp. His assessment was that the volume and location of accufill on index procedure was appropriate. Dr. (B)(6) confirmed failure to be osteonecrosis of the host bone, likely related to progression of preoperative avn.

Event description:
Scp patient who had to undergo a secondary knee procedure at a later date, due to fracture adjacent to the accufill implant.